Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent inaccurate fill estimate readings. The customer declined tandem technical supports offer to troubleshoot. Blood glucose was 380 mg/dl. The customer continued to use the pump for insulin therapy.